Manufacturer narrative:
The mayfield skull clamp was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The reported complaint is likely caused by wear and tear / improper handling. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported difficulties in adjusting/tightening of the a3059 mayfield composite series skull clamp and base unit mayfield 2. The product was in contact with the patient. There was no patient injury reported. The event did not lead to an increase in surgery time.